Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient was no longer under their care. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. The hcp reported that he was told the ¿generator¿ was removed. The hcp didn't have information as to when or why the device was removed. No further complications were reported.